Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 3 of 3. Reference MFR report: 1627487-2012-05623, 05624. The pt had two leads (from different lots). It was reported the pt was no longer receiving adequate coverage. It was also reported the pt's ipg had flipped. During surgical intervention, the dr attempted to reposition one of the leads but was unsuccessful. As a result, the lead was explanted and replaced. He explanted lead will not be returned to sjm. The dr also repositioned the ipg. Stimulation and coverage were regained post-op.